Event description:
During a device upgrade, insulation damage was observed on the rv sense/pace portion. The lead was partially capped the next day and replaced. The defib portion remains active. The patient is in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.